Event description:
Dosluoglu et al in stent-related iliac artery and iliac vein infections: two unreported presentations and review of the literature; j endovasc ther. 2001 apr;8(2):202-9; report on a case which involved an early iliac vein stent infection. It was diagnosed by use of computed tomography and was treated surgically after medical management failed. A (B)(6) obese white woman presented to the emergency room with left leg swelling and pain. Venous doppler examination showed a left iliofemoral dvt. Intravenous heparin treatment was started. CT of the abdomen and pelvis showed a nonfunctioning right kidney and thrombus in the left common iliac vein without evidence of malignancy. Because of progressive leg swelling, she underwent catheter-directed urokinase infusion, which disclosed a residual stenosis of the left common iliac vein (civ) consistent with may-thurner syndrome. The vein was dilated, and a palmaz stent was placed. The hypercoagulability profile (protein s, protein c, antithrombin iii, homocysteine, and anticardiolipin levels) and tumor markers (carcinoembryonic antigen, ca19.9, and ca125) were all normal. She was discharged on warfarin therapy. She presented 4 weeks later with a 2-day history of fever (39.5°c), chills, mild diarrhea, mild left lower abdominal pain, left leg swelling, and a wbc of 10.4 × 109/l with 16% bands. CT of the abdomen and pelvis showed left civ thrombus extending to the bifurcation of the left superficial and deep femoral veins, with inflammation in the soft tissue surrounding the stent. A stent infection was diagnosed, and the patient was initially treated with intravenous antibiotics and heparinization. She failed to respond and developed left groin and back pain, spiking fevers (39.7°c), and leukocytosis (12.0 × 109/l). A repeat CT scan showed increasing inflammation around the stent.

Manufacturer narrative:
After placement of a left ureteral stent, the abdomen was explored, and a retroperitoneal abscess was drained and cultured. The stent was removed and the occluded iliac vein was oversewn. Postoperatively, the fever slowly subsided. Her blood cultures remained sterile; however, the intraoperative culture grew staphylococcus epidermidis. Pathology showed acute and chronic inflammatory tissues around the stent. She was discharged on 20,000 units of subcutaneous heparin administered twice daily. She did not have any adverse sequelae from her occluded left civ other than mild swelling; she was in good health on her 6-month examination. Dosluoglu, h. Haldun. (2001). "Stent-related iliac artery and iliac vein infections: two unreported presentations and review of the literature." J endovasc ther 2001;8:202-209 the product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
Dosluoglu et al in stent-related iliac artery and iliac vein infections: two unreported presentations and review of the literature; j endovasc ther. 2001 apr;8(2):202-9; report on a case which involved an early iliac vein stent infection. It was diagnosed by use of computed tomography and was treated surgically after medical management failed. A (B)(6) woman presented to the emergency room with left leg swelling and pain. Venous doppler examination showed a left iliofemoral dvt. Intravenous heparin treatment was started. CT of the abdomen and pelvis showed a nonfunctioning right kidney and thrombus in the left common iliac vein without evidence of malignancy. Because of progressive leg swelling, she underwent catheter-directed urokinase infusion, which disclosed a residual stenosis of the left common iliac vein (civ) consistent with may-thurner syndrome. The vein was dilated, and a palmaz stent was placed. The hypercoagulability profile (protein s, protein c, antithrombin iii, homocysteine, and anticardiolipin levels) and tumor markers (carcinoembryonic antigen, ca19.9, and ca125) were all normal. She was discharged on warfarin therapy. She presented 4 weeks later with a 2-day history of fever (39.5 degrees c), chills, mild diarrhea, mild left lower abdominal pain, left leg swelling, and a wbc of 10.4 × 109/l with 16% bands. CT of the abdomen and pelvis showed left civ thrombus extending to the bifurcation of the left superficial and deep femoral veins, with inflammation in the soft tissue surrounding the stent. A stent infection was diagnosed, and the patient was initially treated with intravenous antibiotics and heparinization. She failed to respond and developed left groin and back pain, spiking fevers (39.7 degrees c), and leukocytosis (12.0 × 109/l). A repeat CT scan showed increasing inflammation around the stent. After placement of a left ureteral stent, the abdomen was explored, and a retroperitoneal abscess was drained and cultured. The stent was removed and the occluded iliac vein was oversewn. Postoperatively, the fever slowly subsided. Her blood cultures remained sterile; however, the intraoperative culture grew (B)(6). Pathology showed acute and chronic inflammatory tissues around the stent. She was discharged on 20,000 units of subcutaneous heparin administered twice daily. She did not have any adverse sequelae from her occluded left civ other than mild swelling; she was in good health on her 6-month examination. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. It is unknown at what point and how the patient was exposed to a bacterial pathogen. Infections resulting from invasive procedures are a well known potential adverse event and are listed in the IFU as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, however, at this time it is not possible to draw a clinical conclusion between the device and the event. Development of the retroperitoneal abscess was likely a result of the patients infection. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas.